Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, and the patient was not able to inflate and deflate the device. A surgical procedure was performed, in which fluid loss due to a hole in one of the cylinders was identified. All components were removed and replaced, and upon explant, it was noted that the original ipp cylinders were oversized. No patient complications were reported.

Manufacturer narrative:
Additional information updated: d4: model number, lot number, catalog number, expiration date, unique identifier.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, and the patient was not able to inflate and deflate the device. A surgical procedure was performed, in which fluid loss due to a hole in one of the cylinders was identified. All components were removed and replaced, and upon explant, it was noted that the original ipp cylinders were oversized. No patient complications were reported.